Event description:
It was reported that the patient underwent right nephrolithotripsy with holmium laser lithotripsy via ureteroscope and right ureteral stent placement. A ureteral stent was placed intraoperatively. The procedure proceeded smoothly with unobstructed drainage. One month later, the patient returned as instructed for ureteral stent removal. Intraoperatively, extensive calculus adhesion was observed on the stent surface. Holmium laser lithotripsy was performed to remove the ureteral stones and extract the stent, resulting in bleeding. Solution: holmium laser lithotripsy was performed to remove most of the stones adhering to the ureteral stent. The intact stent was then extracted using foreign body forceps. Surgical intervention was performed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-video sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the video sample noted an image captured from the video, which also depicted the stent with calcification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent right nephrolithotripsy with holmium laser lithotripsy via ureteroscope and right ureteral stent placement. A ureteral stent was placed intraoperatively. The procedure proceeded smoothly with unobstructed drainage. One month later, the patient returned as instructed for ureteral stent removal. Intraoperatively, extensive calculus adhesion was observed on the stent surface. Holmium laser lithotripsy was performed to remove the ureteral stones and extract the stent, resulting in bleeding. Solution: holmium laser lithotripsy was performed to remove most of the stones adhering to the ureteral stent. The intact stent was then extracted using foreign body forceps. Surgical intervention was performed.